Manufacturer narrative:
Hill-rom technical support explained the operation of the bed exit function to the account. The account is not certain if they have a hill-rom mattress on the bed or not and they stated the patient is very fragile and he does not believe the patient weighs (B)(6). The account will check the bed exit using weights on the bed to troubleshoot. The account states that the bed exit was tested with a larger patient and the bed exit armed as designed, no repair needed, the bed has been placed back into service. Based on this information, no further action is required.

Event description:
The account reported the bed exit will not arm. The bed was located in the med surge department at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).